Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent removal of dynamic helical hip system (dhhs) followed by conversion of total hip replacement. The patient was originally implanted with the dhhs system on an unknown date. The procedure and patient outcomes are unknown. This report is for 1 unk - screws: locking. This is report 1 of 1 for (B)(4). This (B)(4) was linked to (B)(4) that was originally created to capture the excess 1 devices since only 10 ips per complaint.